Event description:
Interlink threaded lock cannula and baxter microbore tubing extension set on central line became loose and/or disconnected resulting in blood loss. Patient required a blood transfusion. Incident occurred in neonatal intensive care unit.